Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the permanent cautery spatula instrument had a thermal damage to the distal clevis, yaw pulley, and proximal clevis as a result of the arcing.

Event description:
It was reported that during a da vinci-assisted tongue base resection surgical procedure, the permanent cautery spatula (pcs) instrument arced. The procedure was completed with no reported injury using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage. The customer noted burns on the instruments after it was removed. The arcing was originated above the wrist. The customer was preforming a cauterizing surgical task. The customer was using coagulation with the erbe. The settings were set to coagulation:2 and cut:2. The cannula was inspected prior to use. The instrument was connected properly. The customer was using the instrument for about 60 minutes; the incident occurred at the end of the case. The customer was also using maryland bipolar forceps when the issue occurred. The instrument did not collide with any other instruments or tools. The instrument was in contact with tissue briefly when arcing occurred. The instrument did not touch any staples, clips or sutures while energized. The tool tip had just been cleaned. The instrument was cleaned with a damp gauze cloth before being used again and was dried with dry gauze. The surgeon was not sure what caused arcing to occur. The patient did not have any injuries. The patient did not return to the hospital due to any post-operation complications. The customer will return the instrument to isi. The photo images of the device or a video recording are available for a review.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product due to an alleged issue with performing failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer-reported issue.